Manufacturer narrative:
This complaint was created from a clinical study review so no product was returned and no radiographs were provided. Review of the reported event suggests the patient's pre-op issues continued with no relief and no product malfunction identified. Due to a lack of information provided the root cause of the issue is unknown, but may be the result of incomplete decompression, implant selection and/or placement, and patient related factors. No product malfunction identified and no additional investigation can be completed. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: pain, discomfort or abnormal sensations due to the presence of the device..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." Device in-situ.

Event description:
It was reported on a lumbar interbody clinical study that on (B)(6) 2021 a patient underwent a transforaminal lumbar interbody fusion at l4/5. On (B)(6) 2022 it was reported that there was ongoing right lower extremity radicular pain to the ankle level. Treatment was gabapentin & celebrex and epidural steroid injection at right l4-5 transforaminal.